Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phoenix¿ ap ID broth biological contamination was observed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they went to change the ap broth, and customer noticed it was visually turbid and cloudy.

Manufacturer narrative:
Investigation summary this complaint is for contamination of phoenix ap ID solution (448012) batch 1225528. The customer provided a photo for investigation. The photos show contamination in the pouch. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using bd phoenix¿ ap ID broth biological contamination was observed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they went to change the ap broth, and customer noticed it was visually turbid and cloudy.